Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture's representative regarding a patient receiving dilaudid at a concentration of 4.0 mg/ml and a dose of 0.2888 mg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had increased pain, on (B)(6) 2017, after missing several appointments and allowing the pump to run dry. The pump was interrogated on (B)(6) 2017 and the logs showed an empty reservoir alarm occurred on (B)(6) 2017. It was indicated the event was not related to the device or therapy and not related to the implant procedure as the patient had missed appointments and allowed the pump to run dry. The pump was refilled and the dose was decreased on (B)(6) 2017. The event was listed as ongoing at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated on (B)(6) 2017 the pump was reprogrammed/refilled and the personal therapy manager (ptm) was deactivated. The patient reported withdrawal symptom of emesis and went to emergency room for treatment on (B)(6) 2017. On (B)(6) 2017 the pump was reprogrammed where the concentration was decreased and the rate was increased. On (B)(6) 2017 fluoroscopy was done and no issues were noted. It was noted that the patient again missed appointments allowing the pump to run dry. No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's baseline weight was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.